Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received scratches on screen which made screen not readable. Rewind process was longer than usual and insulin pump dropped while priming. Insulin pump's backlight was not bright. Insulin pump did not stay clipped and it was broken. Insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis